Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a low blood glucose (bg) level of 54 (mg/dl). Reportedly, customer stated that they overslept and did not eat. Customer consumed juice to treat their low bg level, and subsequently, their bg level elevated to 288 (mg/dl). Customer changed pump supplies and administered an insulin injection to treat their elevated bg level.